Event description:
A broken transfer set. The nurse said that when closing the clamp, it didn't seem to shut all the way and the white twist clamp was scraping against the light blue mainbody. No internal leaks were noted during shut off. The twist clamp when opened up did not come free and slide down the silicone tubing, however, it was noted that it did seem to open too far. The pt had peritonitis already at the time of the incident, and it is therefore, unrelated to this malfunction. No further injury or medical intervention occurred according to this incident.